Event description:
It was reported that the tubing of a light sensitive drug set broke during infusion. The set was being used with a baxter infusion pump, and the portion of the tubing that broke was reported to be inserted into the pump channel. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.